Manufacturer narrative:
L#: c118hrg. P/n: ra-1029q. Started date: (B)(6) 2022. First operation date: (B)(6) 2022. Bar/udicode: (B)(4). Sterility records confirmed both lots met all requirements. No quality defects of the suture material identified. No additional details could be obtained regarding procedure, surgeon''s technique, facility, infection rate, patient specifics, post operative events or adherence to post-operative instructions.

Manufacturer narrative:
Ra-1029q, : c118hrg, c118hrf, expiry: 01/19/2027. A review of the device history records for the reported lots and raw material components identified no quality issues during the incoming, manufacturing, in-process, sterility, or final inspection processes. No other complaints were reported for the two finished good lots. No sterile devices or retained samples were available for review/testing. If samples become available at a later time, they will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than seven (7) days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the device utilized for this procedure. Without receiving sterile devices from the same finished good lot to test or receiving details regarding the pre-operative preparation of the device, procedures performed, method utilized to secure the device in the tissue, patient health status (past reactions to suture material, medications, other medical materials), quality of the tissue utilized to secure the device, post-operative activities that may have occurred that could have affected the healing of the incisions, results of cultures or other post-operative testing or details of the facilities/surgeon's infection rate, surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
Dr. (B)(6) reported the product caused cellulitis/infection in all operated patients. Photos provided, no patient specifics, details of the procedures or facilities infection rate.